Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her blood glucose was 49 mg/dl, treated with her coffee and sugar. Customer stated her blood glucose was low due to her not eating and being out all day. Customer declined troubleshooting. No further information reported.